Manufacturer narrative:
(B)(6) medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. According to logs, it shows tf 300 (technical failure 300 - device in failsafe), 400 ( insp valve or device leaky), 316(technical failure 316 - blower failure) and 545 (technical failure 545 - astepinspvalve value out. Range - failsafe). Advised that the vent requires new insp block. Furthermore, no root cause has been determined yet. (B)(6) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to (B)(6) medical, that the bellavista1000 us is having issues with insp block per alarms. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective inspiration valve nt. As a resolution, vyaire shipped new insp. Block for replacement to customer.